Manufacturer narrative:
(B)(4).

Event description:
It was reported that a leak and catheter damage occurred. A 2.1mm jetstream® xc atherectomy catheter was selected for use during an atherectomy procedure of the superficial femoral artery. The physician successfully completed the atherectomy procedure using the jetstream catheter and was using rex mode to remove the catheter. During removal, it was noted that the catheter was delaminated on the infusion line and a leak was observed. The physician then withdrew the catheter slowly without rex mode. There were no patient complications reported and the procedure was completed successfully.

Manufacturer narrative:
Device evaluated by MFR: the device was visually examined for any shaft damage. Visual examination showed multiple buckling/kinks on the shaft located from the tip to 19.5cm proximal. There was also buckling kinks located at 85cm and 87.5cm from the tip. Functional testing was complete and the device functioned as designed pertaining to the rotation of the device. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
It was reported that a leak and catheter damage occurred. A 2.1mm jetstream® xc atherectomy catheter was selected for use during an atherectomy procedure of the superficial femoral artery. The physician successfully completed the atherectomy procedure using the jetstream catheter and was using rex mode to remove the catheter. During removal, it was noted that the catheter was delaminated on the infusion line and a leak was observed. The physician then withdrew the catheter slowly without rex mode. There were no patient complications reported and the procedure was completed successfully.